Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose was not impacted. The customer changed the infusion set prior to contacting tandem technical support. During troubleshooting with tandem technical support, a system check was performed and the cartridge was found to be a possible cause of the occlusion. The customer indicated that the cartridge and tubing would be changed out.